Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/04/2014 with the following findings: the battery compartment was observed to be cracked in the thread area: the reported issue was confirmed. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump case per the instructions for use (IFU), was used during the analysis. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The keypad cover was found to be free of damage; however, the contrast keypad button was unresponsive, and the down arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad-responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.